Event description:
The customer reported the ventilator restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician verified a diagnostic code in the ventilator log history that indicated a ventilator restart. The manufacturer's field service technician was unable to duplicate the customer reported problem. The ventilator has been returned to the manufacturer for further analysis and testing.

Manufacturer narrative:
Device has been returned to the manufacturer for analysis and testing.